Event description:
It was reported that guidewire coating issue was encountered. The target lesion was located in a lower extremity artery. A 300cm, 8cm v-18 control wire was advanced. However, during the procedure, it was found that about 3-4 cm of the coating at the front of the guide wire peeled off and was left in the patient's body. The coating fragment was located in the lung along with the blood flow. The procedure was completed with another of same device. No further complications were reported and the patient status was stable.